Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) prb removed on (B)(6) 2018 due to recurring incontinence. A new 61cm prb was implanted at the surgery.